Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, the device had pressure regulation and battery charging issues. The device's power management board and sensor board need to be replaced to address the issue. The device was returned to the customer unrepaired per the customer's request.

Manufacturer narrative:
Device evaluated by a third party.